Event description:
According to the literature, a retrospective study assessed 394 cases of liver microwave ablation (mwa) to treat colorectal liver metastasis between 2006 and 2022. Concomitant procedures including hepatectomy, cholecystectomy, and colectomy were performed in 63% of cases. Microwave ablations (mwa) was performed using the competitor systems. Death occurred in one patient at home due to unknown reasons on post-op day 20.

Manufacturer narrative:
D10 concomitant products: unk - emprint gen, unknown emprint generator (sn:unknown); unk - emprint gen, unknown emprint generator (sn:unknown); unk emprint ant, unknown emprint antenna (lot#unknown); unk - emprint gen, unknown emprint generator (sn:unknown); unk - emprint gen, unknown emprint generator (sn:unknown); unk emprint ant, unknown emprint antenna (lot#unknown); unk - emprint gen, unknown emprint generator (sn:unknown); unk - emprint gen, unknown emprint generator (sn:unknown) wells, alexandra, et.al., 2024, outcomes after surgical microwave ablation for the .treatment of colorectal liver metastasis. American college of surgeons. Issn 1879-1190/22, vol. 239, no. 3, september 2024 https://doi.org/10.1097/xcs.0000000000001097 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 (rfr) additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study assessed 394 cases of liver microwave ablation (mwa) to treat colorectal liver metastasis between 2006 and 2022. Concomitant procedures including hepatectomy, cholecystectomy, and colectomy were performed in 63% of cases. Microwave ablations (mwa) was performed using the evident, emprint, emprint sx, emprint hp, or competitor systems. Death occurred in one patient at home due to unknown reasons on post-op day 20. Adverse event was not related to the device but related to the procedure.